Manufacturer narrative:
No button error alarm noted. Insulin pump was received with intermittent button response due to moisture damage keypad trace. Minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip. No moisture damage electronic assembly. (B)(4).

Event description:
Customer reported via phone call to have received a button error alarm. Customer reported that buttons were responding intermittently and the up arrow button was not responding at all. Customer states that insulin pump was exposed to river water. Customer's blood glucose was 214 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.